Event description:
Customer reported sample barcode misidentification occurred with three samples when using the coulter lh 750 hematology analyzer. The sample identification number read by the analyzer did not match any samples in the host computer. There was a "no match" message generated for each sample. There were no erroneous test results reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer and verified read rate and check sum configuration. The checksum digit was disabled. On (B)(4) 2012, the fse replaced the barcode decoder card, barcode scanner assembly, and ribbon cable. Cause was determined to be associated with the parts replaced. The issue was resolved. Product labeling was evaluated. The coulter lh 750 system reference, pn 4277248dc, section 4 states: beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy.